Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technologist reported that the injector was "smoking" once the lever was pressed down to engage the lens, possibly due to an issue with the co2 cartridge. The issue occurred during surgery. Only the tip of the nozzle was inserted into the incision, therefore, there was little patient contact, and the lens was never inserted into the eye. Additional information was requested, but no further information is available.